Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (stent fracture) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract surgery, the surgeon observed the stent break during attempt to implant one (1) of the two (2) stents from the trabecular microbypass stent system. Per report, part of the broken stent was placed and remained in the trabecular meshwork (tm). The surgeon was able to retrieve the broken fragment intraoperatively. A back-up device was used to complete the procedure, and there was no report of patient injury. Any omitted information was not provided through follow-up for additional information.

Manufacturer narrative:
The evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken before the splay. This finding may have occurred due to how the device was returned or during customer handling of the device. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. It is highly unlikely that the device was shipped with a broken stent, only one (1) stent, or no stent as the manufacturing procedure requires the inspector to perform a one hundred percent (100%) check of the injector via x-ray to ensure that two (2) stents are retained on the singulator (one (1) stent within the singulator and the other stent outside the singulator) prior to distribution. A review of the x-ray results for the specified lot was conducted and all accepted injector units had two (2) stents retained on the singulator. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. The injector¿s trocar was found broken before the splay. The trocar was likely damaged during deployment of the second stent. The trocar was likely further damaged due to how the device was returned, as a large section of the trocar is missing before the splay. Images identified damage on the frontal components; however, conclusions based on the findings were confounded by the condition of the returned product. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. It is highly unlikely that the device was shipped with only one, a broken, or no istent as the manufacturing control procedure requires the inspector to perform a 100% check of the injector via x-ray to ensure that two (2) stents are retained on the singulator (one stent within the singulator and the other outside the singulator) prior to distribution. A review of the x-ray results for the specified lot was conducted and all accepted injector units had two stents retained on the singulator. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, additional testing confirmed that an intact stent- there was no broken piece of the stent as initially believed was visualized deep in the trabecular meshwork (tm).